Manufacturer narrative:
The device was returned to bmc for investigation. There were no abnormalities in the appearance and performance indicators of the device. Therefore, it is speculated that the adverse event was caused by the user's unexpected use. The investigation reasons are as follows: (1) device splashing problem: when the CPAP is used along with the water chamber, if the water chamber is filled with water exceeding the max line, meanwhile the user does not wear the mask well and there is a large air leakage, the CPAP operation flow monitoring value surpasses 150l/min, which results in a "splash effect" in a short period of time, and the water may flow into the tube and the mask. This circumstance is caused by unexpected use. (2) device suspension problem at night: if the user does not wear the mask well, there will be a large air leak, triggering the automatic shutdown of the device (when the auto off is turned on). The manufacturer has corresponding warning messages for the safe use of the equipment: following warnings are also provided in the user guide for the luna g3 CPAP, 1. Make sure that the water does not exceed the maximum water level line. 2. The device is not intended for life support. If there is any symptom of not being able to breathe, please stop using it immediately and seek for medical treatment promptly.

Event description:
React health received a complaint from a durable medical equipment provider stating that the machine is blowing water straight out and causing a choking hazard to the patient. The equipment provider also stated the device was stopping during the night and the patient could not catch their breathe. No patient harm or injury has been reported. The manufacturer has received the device and investigated.